Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for loose talus and tibia of re-fractured ankle.